Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had bubbled dso (downstream occlusion) seal. Functional testing performed. The ehl (event history log) was reviewed, which confirmed the customer's complaint of "downstream occlusion alarm". However, the customer's reported event could not be duplicated. The root cause for this is potential user error. Device passed both functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alarmed for "downstream occlusion". There was unknown patient involvement and unknown patient harm/adverse event reported.